Event description:
It was reported that balloon rupture and device detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during first inflation at 8 atmospheres for 8 seconds, the balloon ruptured and contrast leakage was observed on the angiography. The stent became dislodged with both ends flared open. While attempting to extract the stent delivery system (sds) for recovery, the shaft broke apart. The separated stent became unrecoverable near the left main trunk (lmt). A second wire was inserted, and an attempt was made to retrieve the stent by locking the tip with a balloon, enabling recovery up to the radial sheath area. Since the stent couldn't fit into the sheath, the sheath size was increased, and successful recovery was achieved. The separated shaft, the recovered sheath, and the unexpanded stent are all included together. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : synergy xd mr ous 3.00 x 28mm stent balloon was returned for analysis. Visual / tactile inspection identified no kinks or damages. The device was received in two sections as a result of a break in the extrusion. The break was located at 36cm proximal from the tip. There was evidence of solidified blood inside the distal shaft break. A microscopic examination of the break site could not identify any issues with the actual extrusion which could potentially have contributed to the break. A microscopic examination of the balloon material identified no damages. The balloon was folded but there was a large build-up of blood present inside the balloon. There was clear evidence of the stent crimp on the balloon material. The stent was deployed from the balloon and was not returned for analysis. A microscopic examination of the tip identified no damages. Due to the condition of the returned device, it was not possible to test the balloon for leaks.

Event description:
It was reported that balloon rupture and device detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during first inflation at 8 atmospheres for 8 seconds, the balloon ruptured and contrast leakage was observed on the angiography. The stent became dislodged with both ends flared open. While attempting to extract the stent delivery system (sds) for recovery, the shaft broke apart. The separated stent became unrecoverable near the left main trunk (lmt). A second wire was inserted, and an attempt was made to retrieve the stent by locking the tip with a balloon, enabling recovery up to the radial sheath area. Since the stent couldn't fit into the sheath, the sheath size was increased, and successful recovery was achieved. The separated shaft, the recovered sheath, and the unexpanded stent are all included together. The procedure was completed with another of same device. There were no patient complications reported.